Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 49 mg/dl at the time of the incident. Customer also stated that blood glucose value from reported event: 279 mg/dl and sensor glucose value from reported event: 196. Sensor glucose and blood glucose value difference is not within acceptable range and pump was suspended. The customer was assisted with troubleshooting and declined for low blood glucose. The customer was treated with bolus and food. Customer will not returned device for analysis.